Event description:
The tip of this hook broke off during a rotator cuff repair. A delay of 10- minutes was experienced while the surgeon attempted to retrieve the broken piece. Removal of the tip was unsuccessful. To0 date there was been no report of pt complications or injury. Incident report states that the surgeon was attempting to remove a foreign body with this device when it broke.